Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had possible early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and revealed normal battery depletion. The save to disk for the device was analyzed. The analysis revealed the time of elective replacement indicator (eri) was on (B)(6) 2012 device eri less than or equal to 2.62 volt. The weekly battery voltage trend data showed minimum battery was equal to 2.64 to 2.62 volts between (B)(6). Concomitant products: 5071, implantable pacing lead, (B)(6) 2005; 6949, implantable tachy lead, (B)(6) 2005. (B)(4).